Manufacturer narrative:
Additional information was received on 15/5/2025 and section h11 is reported as: the manufacturer received information alleging a dreamstation 2 advanced auto CPAP device. The user alleges that the patient alleges black particles. The manufacturer received information with no patient harm reported. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed during the investigation, pil observed the filters had a very dark appearance to them. A dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, and center enclosure, iso port, heater plate, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. A black dust-like contaminant was observed on the inlet/outlet seal, blower box cap, inside the inlet of the blower box, on the blower, blower grommets, blower seal, and blower box. The manufacturer observed no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was able to confirm the complaint but not address the symptoms and cannot confirm that the debris in the airway was caused by the device. Box d, box g, box h, has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles. The manufacturer received information with no patient harm reported. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.